Event description:
It is reported that during an rhk surgery, where the surface was being replaced, the rhk screwdriver twisted and bent when trying to pull away the hinge pin. The hinge pin could not be removed. Implant and explant dates are unknown.